Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75 x 20mm synergy drug-eluting stent was advanced for dilatation. However, it was noted that the stent struts were lifted when passed through the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the sixth distal stent strut, which is in a lifted state. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75 x 20mm synergy drug-eluting stent was advanced for dilatation. However, it was noted that the stent struts were lifted when passed through the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.